Event description:
It was reported that the patient's right knee was revised due to the medial femoral condyle of the femoral component breaking off. Intra-operatively, insert wear and sharp edges were noted. The femoral component and insert were revised. Rep confirmed that other than pictures and possibly implant information, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed. Method & results: product evaluation and results: visual: visual inspection of the provided photos indicate an implanted femoral component and insert. The condyle of the femoral component is fractured. Insert wear cannot be confirmed as the device was not returned. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated " both the lateral view x-ray and intra-operative photograph demonstrate a fractured medial femoral condyle of a tka femoral component. Fracture of the medial femoral condyle of a tka femoral component is confirmed. The root cause of this fracture cannot be identified from this limited documentation" -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the femoral component. Visual inspection of the provided photos indicate an implanted femoral component and insert. The condyle of the femoral component is fractured. A review of medical records with a clinical consultant indicated " both the lateral view x-ray and intra-operative photograph demonstrate a fractured medial femoral condyle of a tka femoral component. Fracture of the medial femoral condyle of a tka femoral component is confirmed. The root cause of this fracture cannot be identified from this limited documentation". No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to the medial femoral condyle of the femoral component breaking off. Intra-operatively, insert wear and sharp edges were noted. The femoral component and insert were revised. Rep confirmed that other than pictures and possibly implant information, no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed. Method & results: product evaluation and results: visual: visual inspection of the provided photos indicate an implanted femoral component and insert. The condyle of the femoral component is fractured. Insert wear cannot be confirmed as the device was not returned. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated " both the lateral view x-ray and intra-operative photograph demonstrate a fractured medial femoral condyle of a tka femoral component. Fracture of the medial femoral condyle of a tka femoral component is confirmed. The root cause of this fracture cannot be identified from this limited documentation." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the femoral component. Visual inspection of the provided photos indicate an implanted femoral component and insert. The condyle of the femoral component is fractured. A review of medical records with a clinical consultant indicated " both the lateral view x-ray and intra-operative photograph demonstrate a fractured medial femoral condyle of a tka femoral component. Fracture of the medial femoral condyle of a tka femoral component is confirmed. The root cause of this fracture cannot be identified from this limited documentation". No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.